Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon second inflation, it was noted that the balloon ruptured at the middle in a form of a pinhole at 6atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.